Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recp1816 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the device deficiency of the catheter occurred after the insertion procedure (insertion date: (B)(6) 2021). The nature of the device deficiency was user error (patient was hospitalized in another unit. It was somministrated a theraphy lipid-rich that caused a partial block in the catheter). The device was removed by another unit and is not available for evaluation or was not returned to the manufacturer.